Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx rx drug eluting stent was implanted treat a lesion located in the left anterior descending. Post dilation and ivus was performed. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. It was reported that the patient died in their sleep two weeks after having stent implanted. The physician has commented that the death could possibly be related to stent thrombus. Stent thrombus was not confirmed. No autopsy is planned.